Event description:
Pt referred by optometrist to md with c/o a very painful right eye. Photophobia, inability to open right eye, and an ulcer of the right eye. Pt prescribed and had been wearing pure vision toric contact lens since 1/06. Pt was also using the referrenced contact lens cleaning solution to clean his lens.